Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The inner coil fractured at the distal end of terminal pin. The fracture was consistent with extension of helix. Destructive analysis revealed ethylene tetrafluoroethylene (etfe) was torn apart at fracture site. A clockwise twist was noted in etfe on the distal side of the fracture. It was concluded that the fracture was a result of torsional overload.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to an unknown malfunction. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--